Manufacturer narrative:
A4-a6:unk. H6: off-label - pre-existing progressive myopia, acd < 3.0. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vicmo12.6 implantable collamer lens of -8.5 diopter was implanted into the right eye (od) of a patient with pre-existing progressive myopia on (B)(6) 2023. On (B)(6) 2024, the lens was exchanged for a shorter legnth lens due to excessive vault, significant reduction of iridocorneal angles, and iris atrophy. The problem was resolved. The cause of the event is unknown.

Manufacturer narrative:
H6 - health effect clinical code: 4581 - iris atrophy, significant reduction of irido-corneal angle. Claim#: (B)(4).